Event description:
The user facility reported hydrophilic coating coming off a 7fr. 45cm destination sheath during a procedure. Follow-up communication from the user facility reported: the sheath was most of the way in, the doctor went to advance it all the way and felt resistance; doctor then pulled the sheath back and noticed the hydrophilic coating was coming off; the entire sheath was removed from the patient; another destination device was used; the procedure was completed successfully; and the patient is reported doing "fine."

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 7/3/2014

Event description:
This report is being submitted as follow-up #2 for mfg. Report #1118880-2014-00015 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report 1118880-2014-00015 to provide additional information received by the user facility. The sheath was visually examined as well as the patient using fluoroscopy to confirm that all pieces of the coating was removed from the patient. No medical intervention was necessary to remove any pieces of the coating from the patient.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2014-00015 to provide additional information provided by the user facility.

Manufacturer narrative:
Results - based on evaluation of user facility information and the returned sample; based upon reserve sample testing. Conclusions - based upon reserve sample testing. The involved device was returned & evaluated by qa at the manufacturing facility. Both the sheath and dilator were returned for evaluation. There were no visual defects with the dilator. The sheath was noted to be degraded beginning at approximately 175mm from the hub. The outer layer was flaking off of the sheath. From approximately 365mm-383mm the outer layer was accordance, so a total area of degradation could not be determined. Approximately 77mm of the distal tip did not appear to be degraded. Inspection and testing on retain samples from the reported lot as well as the surrounding lots were conducted. A visual examination did not reveal any defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample confirmed the reported issue, degradation of the outer layer of the sheath was noted. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).